Event description:
It was reported that the device experience a power on reset (por). All data was lost and had to be re-entered. Wireless telemetry was unable to be restored. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 1688t-52 st jude competitor lead, implanted 2007-(B)(6). (B)(4).